Event description:
The customer reported that the telemetry device did not alarm for twenty minutes after water was spilled on the device. No patient harm was reported.

Manufacturer narrative:
The customer reported that the telemetry device did not alarm for twenty minutes after water was spilled on the device. No patient harm was reported.